Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc). A revision procedure was performed at which time the lead was disconnected from the device and tested via pacing system analyzer (psa) wherein the abnormal measurements were confirmed. The lead was then surgically abandoned and a new ra lead implanted. No adverse patient effects were reported.